Event description:
It was reported that the caller experienced an issue with the touchscreen of a pump, which was unresponsive and frozen, preventing interactions. There was no reported adverse impact to the customer¿s blood glucose level. The customer attempted a reset with guidance from technical support, but the issue persisted. As a corrective action, the customer chose to use multiple daily injections (mdi) for insulin delivery, put the pump into storage mode, and was instructed to return the malfunctioning pump to tandem with a pre-paid label.